Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after implanting a micro-glaucoma stent, the patient experienced intraocular pressure (iop) elevated over baseline. Additional information was requested.

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of intraoperative complications associated with device implantation and no mention of device failure. Possible root cause is that elevated intraocular pressure (iop) is an established risk associated with intraocular surgery, including device implantation. This risk is clearly stated in the product labeling. The manufacturer internal reference number is: (B)(4).